Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: review of the black box data revealed multiple ¿pump not primed¿ warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. Pump was found to be delivering within required specifications without malfunction. Investigation did not duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient was in the hospital due to high blood glucose (bg) over 30 mmol/l. The reporter stated the patient was currently off of insulin pump therapy, was receiving injections of novorapid and being kept at the hospital for observation. The reporter stated the patient experienced elevated bg as a result of the insulin pump alarming for loss of prime every 10 minutes. The reporter alleged this alarm was unable to be cleared in order to resume insulin delivery to the patient. The alleged malfunction is not likely to cause an adverse event because the pump alarmed to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if insulin delivery from the pump is interrupted for any reason. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy as a result of use error. The patient did not begin an alternate method of insulin delivery when the alarm on the pump could not be cleared and insulin delivery by the pump was no longer possible.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.